Manufacturer narrative:
(B)(4).

Event description:
It was reported that a case of externalized conductors was discovered when the asymptomatic patient presented in the operating room for routine generator replacement surgery unrelated to the lead. The electrical function of the lead was observed and tested and no anomalies were detected. Patient continued with routine follow-ups by the physician.

Manufacturer narrative:
A connector portion of the lead was returned in one piece, measuring 4.7 cm. Analysis was normal. No anomalies were found.